Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Robotic nephroureterectomy - "the allegedly defective bag was used in a (B)(6) 2015 robotic nephroureterectomy at (B)(6) medical center in (B)(6) ([surgeon]). An "undeployed" inzii bag was later discovered in the patient on (B)(6) 2016 at (B)(6) medical center in (B)(6) ([surgeon])."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.